Event description:
Procedure performed: laparascopic diagnostoc + adhesiolysis event description: the procedure was scheduled for the morning of (B)(6) 2023 at [user facility] in abergavenny (B)(6). On (B)(6), while at [facility] hospital I had a conversation with [consultant's name redacted], who is also a gynecology consultant at (B)(6). [Consultant's name redacted] explained that there had been some post-operative issues following [surgeon' name redacted] case on (B)(6), resulting in emergency surgery. I spoke with [surgeon' name redacted] on the phone on monday (B)(6), at which point she couldn't confirm if the device was at fault or surgeon error. I met with [surgeon' name redacted] on (B)(6) 2023. [Surgeon' name redacted] explained the case to me, and she had felt that there was no cause for concern during the case, and before 'closing up'. She reported that she noticed excessive charring during the case. [Surgeon' name redacted] reported that the patients blood pressure did not return to normal after the procedure, and approximately 7 hours later, an ambulance was requested to move the patient from [facility] hospital to [facility], where they could conduct a CT scan. The patient was scanned at approximately 1am on (B)(6), where a intra-abdominal bleed was identified and emergency surgery was carried out shortly after. It was reported that the patient had 4.5l of blood in the abdomen. The emergency surgery was carried out by [gynecology consultant name redacted], and another general surgeon. [Surgeon name redacted] believes that the bleeding was from the ommental vessels. Additional information received by applied medical representative via email on (B)(6) 2023: the patient is recovering in hospital. 3 procedures were performed in total. The indications for the 2 extra surgeries were 1. Post-surgical intra-abdominal bleeding, following CT scan. 2. Issues with mid-line incision. It was reported by [surgeon name redacted] that the bleeding originated from omental vessel. It is unknown if the device was activated on inflamed tissue , but due to the nature of the surgery ((lap diagnostic +/- adhesiolysis) then unlikely. [Surgeon name redacted] reported that there was eschar build up on the jaws, which was more noticeable than her previous cases using voyant. [Surgeon name redacted] reported that the jaws were cleaned during the procedure. [Surgeon name redacted] reported that there were no generator alerts / alarms. Additional information received by applied medical representative via teams on (B)(6)2023: ambulance was available and provided after 7 hours and not requested after 7 hours. Intervention: the patient has had to have 2 further surgeries post the initial laparascopic case on (B)(6). 3 procedures were performed in total. Patient status: patient lost 4.5l blood.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparascopic diagnostoc + adhesiolysis. Event description: the procedure was scheduled for the morning of (B)(6) 2023 at [hospital] in (B)(6).on (B)(6), while at [hospital] I had a conversation with [consultant's name redacted], who is also a gynecology consultant at (B)(6) university. Consultant's name redacted] explained that there had been some post-operative issues following [surgeon' name redacted] case on (B)(6), resulting in emergency surgery. I spoke with [surgeon' name redacted] on the phone on monday (B)(6), at which point she couldn't confirm if the device was at fault or surgeon error. We agreed to meet up in person when possible. I met with [surgeon' name redacted] on (B)(6) 2023. From these discussions, I deemed it appropriate to create a cer. [Surgeon' name redacted] explained the case to me, and she had felt that there was no cause for concern during the case, and before 'closing up'. She reported that she noticed excessive charring during the case. [Surgeon' name redacted] reported that the patients blood pressure did not return to normal after the procedure, and approximately 7 hours later, an ambulance was requested to move the patient from (B)(6) hospital to the grange, where they could conduct a CT scan. The patient was scanned at approximately (B)(6) on (B)(6), where a intra-abdominal bleed was identified and emergency surgery was carried out shortly after. It was reported that the patient had 4.5l of blood in the abdomen. The emergency surgery was carried out by [gynecology consultant name redacted], and another general surgeon. [Surgeon name redacted] believes that the bleeding was from the ommental vessels. Additional information received by applied medical representative via email on 20mar23: the patient is recovering in hospital. 3 procedures were performed in total. The indications for the 2 extra surgeries were 1. Post-surgical intra-abdominal bleeding, following CT scan. 2. Issues with mid-line incision. It was reported by [surgeon name redacted] that the bleeding originated from omental vessel. It is unknown if the device was activated on inflamed tissue , but due to the nature of the surgery ((lap diagnostic +/- adhesiolysis) then unlikely. [Surgeon name redacted] reported that there was eschar build up on the jaws, which was more noticeable than her previous cases using voyant. [Surgeon name redacted] reported that the jaws were cleaned during the procedure. [Surgeon name redacted] reported that there were no generator alerts / alarms. Additional information received by applied medical representative via teams on 20mar23: ambulance was available and provided after 7 hours and not requested after 7 hours. Additional information received by applied medical representative via email on 22mar23: this patient went back to theatre for burst abdomen. Now has wound gaping and under tissue viability nurse additional information received by applied medical representative via email on 28apr23: as part of the on-going voyant evaluation at (B)(6) university health board, I met with [name redacted], (consultant obstetrician & gynaecologist) on (B)(6), at ysbyty ystrad fawr (yyf). 4 diagnostic laparoscopic procedures were scheduled for the day, with the potential to use voyant if an energy device was required. I spoke with [consultant obstetrician & gynaecologist name redacted] about the potential complications of diagnostic laparoscopic surgery, and she mentioned the recent case, that we reported last month, involving [name redacted]. [Consultant obstetrician & gynaecologist name redacted] was the ¿on-call¿ surgeon who performed the emergency laparotomy on the patient at the (B)(6) hospital. She explained that they didn¿t operate on the patient until (B)(6) the following morning, approximately 16 hours post-surgery. She mentioned that the omental bleed was minute, hard to detect, and she was surprised that such a small bleed could account for the volume of blood in the abdomen (approximately 4 litres). She explained that she felt, and reported that, the bleed was from a different part of the omentum that had been operated on, and that there was no evidence that an energy device had been used at the site of the bleed. She inferred that the bleed could have been caused by an incidental action to the omentum during surgery, but was doubtful that the bleed was caused by voyant due to a compromised seal. She also stated that she had included this on the report submitted. She also confirmed that the ambulance had taken 7 hours to arrive, following the initial call, and that surgery at the grange had been delayed by ¿a few hours¿ due to a paediatric cardiac arrest at the time. She also mentioned that the surgeon who performed the mid-line incision, was an on-call registrar. Intervention: the patient has had to have 2 further surgeries post the initial laparascopic case on (B)(6). Patient status: patient lost 4.5l blood.